Manufacturer narrative:
Device is an instrument and is not implanted/explanted implant date of hardware being removed reported only as about 12 years prior to this report, 2002. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The customer reported the tip broke off. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while attempting to remove retained hardware from the patient¿s right foot, the tip of the screwdriver broke off. The broken piece was easily visualized and removed. The surgeon confirmed that the incision was clear of any smaller pieces of the screwdriver. The surgery proceeded without further incident after another screwdriver was brought into the room and was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one cruciform screwdriver with holding sleeve for 1.5mm and 2.0mm cortex screws, part number 313.99, was received. Per the technique guide, this screwdriver is an additional instrument in the mini fragment system and is a multi-use device for inserting screws during plate fixation procedures. One cruciform screwdriver (part 313.99, lot unknown, manufactured prior to august 1992) was returned. Upon receipt of the instrument, this complaint was confirmed as the distal driver tip is missing two of the flanges, and these were not returned; the balance of the device is intact. This complaint likely occurred as a result of off-axis torquing combined with the age of this device (>22 years). The most recent drawings for this part were reviewed and it was seen by the dimensions that this part was manufactured prior to the current revision. The design of this device was found to be adequate for its intended use. This complaint condition is confirmed, however the design was found to be appropriate for the intended use of this device. This event likely occurred as a result of excessive or off-axis force, coupled with the age of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.